Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient with advanced degenerative disc disease underwent implantation of an activl® artificial disc at the l5-s1 level during an anterior lumbar disc arthroplasty procedure performed on (B)(6) 2024. The patient later requested detailed information including size and lordosis of the activl® artificial disc.

Manufacturer narrative:
The adverse event is filed under aic reference xc (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted. Associated medwatch reports: 3005673311-2025-00059 (aesculap reference no. (B)(4)). 3005673311-2025-00060 (aesculap reference no. (B)(4)).